Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were requested. Further information will be provided. Also was implanted tgu343410/14123294. (B)(4).

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. It was reported that the patient had a previous hospitalization in (B)(6) 2015 for chest pain/dysphagia. During that hospitalization the patient had an esophagogastroduodenoscopy (egd) performed that revealed a mild extrinsic stenosis of the esophagus in the mid to distal esophagus that was dilated at that time. Based on the computed tomography angiography (cta) of the chest and the findings of the egd, extrinsic compression of the esophagus from the descending aortic aneurysm was suspected by the gastroenterologist. Pre-treatment lesion size was reported by the radiologist on (B)(6) 2015, as 50mm in the descending aorta. The follow up imaging did not have any evidence of an aortoesophageal fistula. On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. Reportedly, the pre-treatment computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion was 52mm. No further adverse events have been reported. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2016 without any complications. On (B)(6) 2016, the patient experienced dysphagia. The physician suspected the compression of the esophagus by the stent graft in the thoracic aorta. The follow up cta on (B)(6) 2016, revealed that the maximum diameter of aortic aneurysm/lesion was 50mm. Reportedly, the patient does not have any masses or lesions in the neck or thoracic cavity to account for an intrinsic esophageal compression. On (B)(6) 2016, the patient underwent the procedure where the laparoscopic gastronomy tube was placed.

Manufacturer narrative:
Refer to the results of the imaging evaluation. According to the gore® tag® thoracic endoprosthesis instructions for use, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to reoperation.